Manufacturer narrative:
Device lot number and UDI number are unavailable. Initial reporter information was unavailable. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was a malfunction with the small suretrak clamp. The screw was unable to be turned on the clamp. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: it was previously stated that the person who notified medtronic of this issue is the person on the distributor staff who is in charge at(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: device lot number and UDI number have been updated to proper values. Device manufacture date has also been updated to proper value. Additional information: the person who notified medtronic of this issue is the person on the distributor staff who is in charge at (B)(4) name is unknown. Device evaluation: the small suretrak clamp was returned for analysis. Through visual/physical examination, the reported issue was able to be duplicated. The adjustment screw of the returned clamp has been cross threaded, damaging the threads of the screw. It was determined that there was a mechanical failure with the returned clamp. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.